Event description:
Smiths medical cadd solis prism pumps used with advanced pharma cassettes are not detecting lack of flow in the tubing/pump. Patients for labor analgesia have epidurals placed - the pump is loaded with the cassette and we initially detected the problem when priming the tubing. The pump and cassettes don't have any flow of medications - but the pump is documenting on the screen medication flow is going, but nothing is flowing in the tubing. It has happened more than 10 times with different pumps, different cassettes and different locations. This has happened several times in the past month. Has been detected when priming the tubing prior to patient administration. We cannot assess if or how many times if has happened when cassettes have been changed once the initial one is finished or if this error happens during infusion. Has happened with different medication concentrations = bupivacaine 0.0625 percent and 0.125 percent.